Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for the call was the patient said twice this morning when they went to the bathroom, they were having retention. The patient said they grabbed the handset and communicator and it was saying it couldn't find the device. Patient said they "restarted" the communicator and handset and were able to communicate w/ the ins during the call. The troubleshooting steps that were taken on the call resolved the issue. Patient was implanted on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.